Manufacturer narrative:
Approximate age of device ¿ 6 years, 1 month. The event occurred at university (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 6 years of support, the patient heard unspecified short alarms from the system controller. Due to a previously reported driveline related event, the patient had been using a ungrounded power module patient cable. The patient was reportedly asymptomatic. The system controller log file reviewed by the manufacturer¿s technical services representative revealed pump stoppage events. As a precautionary measure, the system controller, power module, and ungrounded power module patient cable were replaced. No additional issues have been reported.

Manufacturer narrative:
The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. The pump stoppage events captured were associated with a complete loss of power to the system controller and were accompanied by low speed advisory, low speed hazard, and low flow hazard alarms. When power to the system controller was restored, the pump resumed operating at the set speed. A specific cause for the loss of power to the system controller could not be conclusively determined through the log file evaluation. The report of intermittent beeps sounding was also confirmed through the analysis of the submitted system controller log file and appeared to be associated with power cable disconnect events during battery support. Based on the battery fuel gauge signal levels recorded in the log file, the power cable disconnect events captured could be the result of an inadequate connection between the battery clip and the battery or an electrical fault within the battery that was connected to one of the power leads during these events. The battery clips and batteries were not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.